Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A needle change was performed resolving the issue. Subsequently, the pump touchscreen became frozen and unresponsive during the fill tubing process. Reportedly, the pump was reset and the issue was resolved. Customer¿s blood glucose was 143 mg/dl.